Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer had fallen with the pump on. The customer states they had removed and replaced the battery, and the device began to alarm and flash. The customer's blood glucose level at the time of incident was 243mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.